Manufacturer narrative:
(B)(4).

Event description:
Prior to implant, the device was found to be in backup mode. The device was not implanted.

Manufacturer narrative:
Evaluation summary: the device was in its shipped packaging and in backup vvi mode upon receipt. The backup vvi was believed to be due to exposure to cold temperatures.